Manufacturer narrative:
Product ID 978b128 lot# va2nh7x serial# implanted: (B)(6) 2022 explanted: (B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2024 information was received from a healthcare provider regarding a patient who was implanted with an implantable neurost imulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the device was removed because it was an old generator. On 2024-may-13 additional information was received from a healthcare professional (hcp). The hcp reported that the patient had ba ck pain at the battery site. Their urinary issues had resolved so the patient just wanted it removed. They had turned it off months ago.

Manufacturer narrative:
H3: analysis of ins (serial number (B)(6) found that it passed functional testing; however foreign material was observed in the implantable neurostimulator (ins) connector port. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.